Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(4) of bacterial peritonitis in a patient, coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2011, the patient experienced abdominal pain and fever (body temperature 39.5c), after performing peritoneal dialysis (pd) therapy with dianeal pd4 ultrabag. On (B)(6) 2011, the patient was diagnosed with peritonitis and hospitalized on the same day. It was noted that the peritoneal effluent was turbid and there were 2 to 3 white particles in the empty dianeal solution bag, after use. The patient's family reported that these kind of white particles were noted in several other empty dianeal bags before, but no adverse event occurred prior to this episode. On the same day, the patient began remedial treatment with cefoperazone/tazobactam sodium, ceftriaxone sodium, cefazolin sodium and gentamicin (dose and frequency not reported, ip drip with the pd solution). On (B)(6) 2011, the patient's body temperature was normal. On (B)(6) 2011, the patient was discharged from the hospital, but remained under remedial treatment at home. On (B)(6) 2011, the patient was considered recovered from the event of peritonitis and the remedial treatment with cefoperazone/tazobactam sodium, ceftriaxone sodium, cefazolin sodium and gentamicin was discontinued. Dianeal therapy was ongoing, with no change in dosage. The reporting consumer stated that the bacterial peritonitis was possibly related to the dianeal solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). The cause of the reported condition of peritonitis is undetermined.